Event description:
A malfunction alarm occurred, identified as malfunction code 0x24d3, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump before contacting support, but was provided with the necessary information to reset it and successfully did so. Technical support assured the customer that the pump was safe to use and advised contacting them again if the issue recurred, which the customer understood.